Event description:
It was reported that the right ventricular lead had unacceptable threshold and high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation had a white substance on it as well as a cosmetic depression. Only visual analysis was performed.